Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported tubing detachment at the quick release close to site location while she was sleeping. In the morning of this report, blood glucose level was at 479 mg/dl when she changed the infusion set. The site location was her right thigh and the pump was on her right side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.